Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise appeared in the image due to damage to the charged couple device (ccd) unit. Based on the results of the investigation and historical data, a possible cause of the malfunctions could include electrical component problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the deflectable videoscope experienced 3d image abnormalities. The malfunction occurred during preparation for use. There were no reports of patient involvement.